Manufacturer narrative:
(B)(4). Baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 30 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.43 ml/hr, normalized flow rate = 7.62 ml/hr, specification range = 7.20 ? 8.80 ml/hr. The infusor produced functional results within the specification range. A functional test was also conducted on the (B)(4). The average dispensed volume of the (B)(4) was 1.88 ml (specified range 1.80-2.20ml). Both the infusor and (B)(4) performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a 4x4 ml/hr basal/bolus infusor overinfused anapeine (ropivacaine hydrochloride hydrate) during patient use. The volume of 100 ml was infused over the course of 16 hours instead of 25 hours. The patient had only pushed the patient control module (pcm) button 2 times during the infusion. The patient suffered from nausea but the event was not considered serious and there was no report of patient injury in association with this event. No additional information is available.